Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. The stylus did not line up with the programmer screen. The overlay (touch screen) was found to be intermittently out of calibration.

Event description:
It was reported the stylus does not line up with the programmer screen. There is approximately a two inch difference from the stylus placement to the display, and testing cannot be completed. No patient involvement or complications were reported as a result of this event.